Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 210 mg/dl. It was reported that pump was coated with a film of condensation. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm. No moisture damage found inside the insulin pump. Unable to test the operating currents due to the unresponsive buttons. Unable to verify weak signal alarm and weak battery alarm due to no button response. The device was received with minor scratched display window, cracked case display window corner, cracked reservoir tube lip, and cracked belt clip slot.